Event description:
Tested blood glucose and received a result of 180 mg/dl. The customer went to bed and 2 to 3 hours later the customer woke up with low blood symptoms. The customer stated customer passed out. The customer was taken to the hospital where they received a result of 39 mg/dl. The customer could not recall treatment received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.